Manufacturer narrative:
G2: country of event is india. G4: PMA/510(k)#: the reported product c05b is not marketed in us but a similar product with product ID: cx01a, UDI: (B)(4), with 510(k)# k102397 is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider via manufacturer representative regarding a patient having balloon kyphoplasty. It was reported that, the liquid inside the vial became solid. The levels planned to treat were t12 due to compression fracture. There was no time delay in procedure reported as a result. The event was happened on the back table. Procedure was completed using new c05b product. There were no patient symptoms reported. No further complications reported regarding the event.